Manufacturer narrative:
The device was discarded after use and therefore not available for return and investigation. There were no device deficiencies reported related to the zoom 71. The exact cause of the vessel dissection is unknown. The relationship with the zoom71 device to the dissection could not be established. Based on the information, it is unclear if the dissection was caused by a zoom product, the 0.035" glide wire and select catheter, or if there was an existing dissection that the guide wire and zoom 35 navigated across but the zoom 71 would not. Additionally, the physician noted other dissection locations throughout the patient's anatomy and could not rule out existing dissection in the cervical ica via computed tomography angiography (cta). The lot number was not provided by the user facility. Per our standard manufacturing process, all devices undergo appropriate testing and inspection to ensure the device meets specifications prior to release.

Event description:
The patient was undergoing a thrombectomy procedure to treat an occlusion in the right internal carotid artery (ica) m1 segment. The patient reportedly had a tortuous anatomy just distal to the carotid bulb in the cervical ica. There was a double hairpin turn. Access was obtained with .035" glide wire, select catheter and zoom 88. It is unclear how far the physician advanced the .035" glide wire and select catheter. The physician parked the zoom 88 tip near the carotid bulb on initial ascent and exchanged the .035" glide wire and select catheter for a smaller guidewire, a zoom 35, and a zoom 71. He advanced the zoom 88 for additional support but upon resistance, removed the guidewire, zoom 35, and zoom 71 and performed an angiogram. The angiogram identified a focal dissection at the cephalad portion of the cervical ica. At this time the physician removed the zoom 88 and went up with a competitor's catheters to re-enter the true lumen. After much difficulty the physician was able to complete the case, aspirate, and achieve a tici 2b revascularization. He stented the dissection location with a wingspan stent of unknown dimensions. No other patient sequalae were reported. The physician noted other dissection locations throughout the patient's anatomy and could not rule out the possibility of an existing dissection in the cervical ica via computed tomography angiography (cta). He acknowledged that the patient has been on chronic steroid medication due to other pre-existing conditions which all might have contributed to vasculopathy.